Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that that the forceps elevator has foreign material. This likely caused by insufficient cleaning. Other observations for the device are: objective lens has a scratch; adhesive on (a-rubber) is detached; connecting tube has a wrinkle; scope (s) s-cover, grip, and light guide lens have a scratch; sc cover unit is sticky; angulation is lower than standard and there is play; and distal end cover (c-cover) is dirty. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of low angulation and major free play of the device noted during routine inspection. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This likely caused by insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material on the forceps elevator as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, adhesion of foreign material to forceps elevator was confirmed. It was determined to be due to insufficient cleaning of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The foreign material found in the device was not identified. It is not known if the foreign material could be removed by correct reprocessing. Reprocessing at the facility is done manually without any automatic endoscopy reprocessor. Customer is trained on reprocessing as per instructions for use by olympus field service and is correctly performing all the reprocessing steps including brushing without doing any delay in pre-cleaning.